Event description:
During a follow up phone with the nurse regarding the air gaps in the patient line, it was revealed that she did not recall the home patient (hp) reporting this to her but that the hp has had no patient injury and has been continuing his therapy just fine.

Event description:
During troubleshooting a system error 2098 alarm that appeared on the homechoice (hc) unit during prime, the caregiver (cg) revealed that home patient (hp) was already connected while the hc machine is priming. The technical service representative (tsr) explained to cg that it was not recommended by baxter to connect hp while the machine is priming. The tsr explained to the cg to review patient at home guide with nurse. No injury or medical intervention was reported. During a follow up with the cg regarding the reported problem, it was revealed that the cg did speak with the nurse and since then has been following the patient at home guide as to when the patient should connect for therapy, after prime is complete. The patient is continuing therapy with no further problems.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a user error. Per the complaint information, patient was connected during priming. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause of the complaint is user error/mis-use. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.